Event description:
It was reported balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery.